Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t: slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 562-563 mg/dl with small ketone levels; cause was not known. Healthcare provider identified the ketone level as dangerous. Reportedly, customer was using fiasp insulin. Customer was educated by technical support on off-label insulin use; customer acknowledged and understood. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer has not been released from the hospital. Customer declined to provide hospital release date. Reportedly, issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, or infusion set cannula in use at the time of event.